Event description:
A caller reported an error with their continuous glucose monitor (cgm), noted specifically as error 42 related to the g6 sensor. There was no adverse impact to the customer's blood glucose level. The customer had already reset the pump before contacting support, and following the reset, the error did not reoccur. The customer successfully restarted their sensor session, resolving the issue.